Event description:
It was reported that the customer was hospitalized with high blood glucose levels. It was also stated that the customer got a no delivery alarm during the basal rate delivery. The reported blood glucose reading was 15.9 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.